Manufacturer narrative:
Additional information as follows was received for the case: no delay, no contributing conditions related to the event, surgical technique was followed. Was the surgeon able to complete the surgery with another device? Yes, the surgery was completed. Was the broken device in contact with the patient? No. Were any pieces of the broken device remaining in the patient? No. Trend analysis: no trend identified. Device history records (DHR): during the final inspection of instruments, the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a non-conformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released component met all requirements to perform as intended. Event summary: a setting instrument for cup 32 (ref: (B)(4) lot: a1) has been received. It has been reported that during surgery the handle of setting instrument for cup 32 was broken into pieces. No broken pieces got in contact with the patient. Review of received data one picture has been received showing the broken instrument. Devices analysis visual examination: the setting instrument shows some normal signs of usage. As reported the handle is broken into several pieces. No measurements can be conducted as the device is broken. The DHR indicates that all components met all specifications. No functional tests can be conducted as the handle part is broken. Review of product documentation- compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic no. 3 feature ¿oberflächen und rissprüfung¿ with scope of testing: 100%. Means of inspection: ¿visuell¿. Root cause analysis. Root cause determination using dfmea. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to mechanical properties of material insufficient => not possible: according to material compatibility specification the material has been tested. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to degradation of material due to cleaning and sterilization => possible: as the handle broke during surgery and this might be related to weakened material after multiple cleaning and sterilization cycles after more than 15 years in use. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to excessive mechanical deterioration of instruments during long term use => possible: as the instrument is more than (B)(4) years old, and the handle broke during surgery. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to general. Corrosion (crevice, pitting, galvanic) => not possible: as no sign of corrosion is observed instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to corrosion due to raw material combinations => not possible: as no sign of corrosion is observed. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to damaged instrument due to impaction /torque force on instrument during operation => possible: as the instrument could have been used to transmit impact force to the implant, leading to breakage of the handle although the instrument is not designed to transmit impact forces but only to keep the implant in place. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with implantation technique => possible: as the instrument could have been used to transmit impact force to the implant, leading to breakage of the handle. Instrument breaks or deforms due to damage of instrument through incorrect use (e.g. Breakage, etc.) => possible: as the instrument could have been used to transmit impact force to the implant, leading to breakage of the handle although the instrument is not designed to transmit impact forces but only to keep the implant in place. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to off-label use leading to instrument failure => not possible: as no sign of off-label use is present. Instrument breaks, deforms, diverges leading to inadequate function, or instrument material remains in wound due to deterioration of cutting edges => not possible: as no sign of deterioration of cutting edges is present. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed that the extraction instrument was broken. An exact root cause could not be determined, although the breakage could be related to the age of the instrument (manufacture date: 1998, handle material weakened after more than (B)(4) years in use). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a setting instrument for cup 32 was broken during a surgery on (B)(6) 2017 into pieces.

Manufacturer narrative:
The manufacturer did not receive devices for review x-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Further information was requested. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that an allofit impactor instrument broke on an unknown date due to unknown reasons. No further information is available at that time.